Manufacturer narrative:
The device was requested and has been returned to the manufacturer. Confirmation testing shows the meter is operating within specification. Test strip lot information was not provided. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the discrepant values cannot be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication, and testing procedure may have contributed. Based on the limited information provided, the root cause of the incident could not be determined. Insulin may have contributed to the hypoglycemic event. No corrective action will be initiated because system failure could not be confirmed. This event will continue to be trended. Follow-up includes meter return and investigation results.

Manufacturer narrative:
The device has been requested but has not been returned to the manufacturer. The meter DHR was referenced. This shows the meter left the factory operational. Test strip lot information was not provided. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the discrepant values cannot be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication, and testing procedure may have contributed. Based on the limited information provided, the root cause of the incident could not be determined. Insulin may have contributed to the hypoglycemic event. No corrective action will be initiated because system failure could not be confirmed. This event will continue to be trended.

Event description:
The reporter alleges the ibgstar meter was providing blood-glucose measurements inconsistent with her symptoms. Caller reported up to 110 mg/dl difference between measurements taken within two minutes. During a follow-up call, the reporter describes awaking and receiving a fasting value of 300 mg/dl. She reported feeling hungry and experiencing shakiness. A second test 5 minutes after the first yielded 'a little over 200'. She tested a third time but did not provide the reading. She then ate breakfast, applied a new v-go, and took similin and humalog. While stopping for lunch, she reports sweating, confusion and trouble breathing. After an hour of sitting near an air vent, she started to feel better.